Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed pd therapy with a homechoice (hc) device, passed away due to an unreported cause. It was not reported if the pt was hospitalized prior to death. It was not reported whether the pt was connected to the hc at the time of death. It was not reported if an autopsy was performed. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not received for evaluation. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned to baxter. The service history review and event history log review were not performed as part of the complaint investigation due to unknown serial number. The cause was is undetermined. Should additional relevant information become available, a follow-up report will be submitted.